Event description:
Boston scientific received information that this system exhibited one out of range, high shocking impedance measurement of 200 ohms. All other values have been 50-60 ohms. Isometrics were performed and electromagnetic interference (emi) was ruled out and no noise or out of range measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed that they could consider delivering a shock to test the ability of the system to deliver a shock. The patient was brought in for non-invasive programmed stimulation (nips) testing but the results were not provided. The system remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Subsequent details were received regarding the testing that was performed on this patient. Two commanded shocks were delivered successfully and it was determined that the integrity of the system is within normal limits. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
This device was subsequently explanted for an unspecified reason. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.